Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device was not charging despite testing with multiple charging pads and outlets. The device had been nonfunctional for two days. A replacement device was arranged. During the transition to multiple daily injections (mdi), the user experienced hyperglycemia with a highest recorded blood glucose (bg) of 400 mg/dl. The event was self-treated successfully with mdi therapy, and bg returned to range. No medical intervention was required.